Event description:
It was reported that the right ventricular lead was oversensing noise and was fractured. The pace/sense portion of the lead was replaced with a prior pace/sense lead and the high voltage portion of the lead remained in use. A few years later, the pace/sense lead had noise. Both the high voltage and low voltage right ventricular lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted (B)(6)2006, 419388 lead, implanted: (B)(6) 2006, d274trk ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was also reported that the leads were reprogrammed prior to the explant of the leads.